Event description:
A pt service rep (psr) contacted zoll customer support to report that she had received a monitor that would not power on properly. The psr was sent a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on properly) has been confirmed. As received, the monitor would not power on past the "lifevest" screen. Upon eval, the monitor was not connecting with sd card. The cause of the inability to power on properly is the inability to connect with the sd card. The root cause of the inability to connect with the sd card is an improperly seated sd card. The root cause of the improperly seated sd card cannot be positively identified but is likely assembly error. No adverse event resulted from the improper seating of the sd card. The pt received a replacement monitor.